Event description:
It was reported that 4 bd vacutainer® sst¿ ii advance plus blood collection tubes had sharp molding defects on their flash gates that caused pain to the phlebotomists upon insertion of the tubes into the holders. The following information was provided by the initial reporter: "sharp bottom customer complaint that vacutainer's bottom is sharp. It causes pain when phlebotomist insert vacutainer tube to vacutainer holder for blood collection. (4 ea among 1box-1000ea)".

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for a molding issue (i.e., slight gate stub/flash on the tube bottom) with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for a molding issue (i.e., slight gate stub/flash on the tube bottom) with the incident lot was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing incident. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
There were multiple PMA / 510(k)#s reported to be involved. The information for each 510(k) number is as follows: PMA / 510(k)#: k023331; PMA / 510(k)#: bk050036. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 4 bd vacutainer® sst¿ ii advance plus blood collection tubes had sharp molding defects on their flash gates that caused pain to the phlebotomists upon insertion of the tubes into the holders. The following information was provided by the initial reporter: "sharp bottom. Customer complaint that vacutainer's bottom is sharp. It causes pain when phlebotomist insert vacutainer tube to vacutainer holder for blood collection. (4 ea among 1box-1000ea)".